Event description:
It was reported that the customer passed away while wearing the insulin pump. The spouse stated that the customer was involved in a car accident and it was found that his blood glucose level was very low. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further info will follow once the analysis has been completed.